Manufacturer narrative:
The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was confirmed to be dislodged during the post-operative x-ray. During the repositioning procedure, the physician elected to explant this lead and a competitive lv lead was implanted. No adverse patient effects were reported.